Event description:
This rv lead was fractured. The patient received 51 inappropriate shocks. The lead was capped on (B)(6)2017 and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available